Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system¿s geometry magnets were not locking properly¿. Review of the log file showed geo ipc errors and fse confirmed geo ipc as defective. The philips engineer replaced and configured geo ipc. After replacing and configuration of geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements did not work at start up of the system. After 4 restarts, the geometry was available again. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system onsite and identified geometry pc errors in the log file. The geometry pc was replaced and the system was returned to use in good working order.